Manufacturer narrative:
The clinical site was contacted and informed intrinsic that the patient was operated on at another hospital outside of the clinical trial agreement which limits the amount of information that can be shared. The clinical database has been updated and the site selected the device was "possibly related". Due to the very limited information, the involvement of the barricaid implant cannot be ruled out. The amount of time from the original implantation to the event is 7 years. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
This patient is part of the (B)(6) and (B)(6) studies. An sae was reported for a surgical intervention that took place on (B)(6) 2019 between the (B)(6) and (B)(6) study periods. The adverse event entry read "worsening back pain due to degeneration index level, external stabilization l5/s1". Details of the surgical intervention have not yet been entered by the site into the clinical trial database. No removal of the device was indicated on the adverse event form. The site has been queried via the study database.